Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, they were not able to load the device and the load got embedded in the stapler. The stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. No patient injury.

Event description:
According to the reporter, during laparoscopic hysterectomy procedure, the device had loading problem. It did not load into the stapler. No firing sequence happened. Another reload was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.